Event description:
It was reported that during a device replacement procedure due to normal battery depletion, the cautery "pen" touched the device and the patient experience ventricular fibrillation (vf). Detections had been turned off for the replacement procedure, so the patient was externally defibrillated which termined the vf. The device replacement procedure continued; the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).